Manufacturer narrative:
Placeholder.

Event description:
Account reported patient underwent uneventful ilasik in both eyes on (B)(6) 2014. Visual acuity sans corrected (vasc) at 1 day was 20/20 in both eyes. Slit lamp exam (sle) showed interface clear and flaps in place. Patient presented 3 days later with striae in left eye and vasc 20/25 in left eye. Sle noted striae in left eye. Account reported that patient was scheduled for a lift and stretch of left eye flap on (B)(6) 2014. The account have requested patient status update but not received any. On (B)(6) 2014, account reported that flap lift and rinse was done on the schedule date of (B)(6) 2014.

Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted. Placeholder.